Manufacturer narrative:
Evaluation summary: analysis was performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment as all components were not returned for analysis. In the absence of components returned for analysis a conclusive cause could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices, referenced are being filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 7fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture break occurred. Two additional proglide devices were successfully placed using the preclose technique. Following the aaa procedure, hemostasis could not be achieved with the two proglide devices. A cut down was performed for surgical suturing of the vessel to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.